Event description:
Difficulty urinating after surgery (weak stream, difficulty starting and emptying bladder) told by surgeon he "made it too tight" and only solution would be to resect the urethra. I declined this option. Gradual increase in amount of leakage over the last 5 yrs. Now told to repair the damage would require approx 6 hr open abdominal surgery with possible worse outcome. Reason for use: cystocele and urinary incontinence.